Event description:
It was reported that the customer experienced a high blood glucose (bg) level of 261 mg/dl. Reportedly, insulin was not delivered as intended. Tandem technical support performed a pump system check and verified the pump functioned as intended. The customer required assistance delivering a bolus to address bg level. Recommendation was made to discuss diabetes management with a health care professional.

Manufacturer narrative:
Device not returned.